Event description:
Reporter indicated a problem with vns programming system. No specific problems were identified. Good faith attempts to obtain additional info are being made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.